Event description:
This lead was returned with oos documentation from biotronik representative. Per the oos, this lead had no output, total loss of capture and total loss of sensing. This lead had a total lead fracture. This lead was replaced with another selox st 60..